Manufacturer narrative:
One zyno customer service employee followed up with the user over the phone. The user reported that when he primed any of the carefusion primary set, it leaked at the luer lock. The zyno employee explained that sometimes during priming, fluid can be stored in the luer lock if the luer lock cover is on. The zyno employee advised the user that the luer lock cover could be taken off before priming the set in the future. Alternatively, the user can leave the cover on, and when he primes the carefusion set, he should pay attention to the luer lock and stop priming when he sees that the set is fully primed. The user also reported that when he closed the roller clamp on the secondary set, it doesn't stop the fluid and caused a leak. The zyno employee asked the user to send any fields set that are available back to zyno to initiate the evaluation, but was informed that no sets were saved. The user was advised to contact zyno's territory manager if future issue arise and save the samples for evaluation.

Event description:
The user reported that they were "having an issue with the tubing sets leaking even though they are clamped" and "they are leaking before getting to the pumps". He also reported that "this is happening with all three sets that we use" and he has "closed all clamps on the primary lines and it still leaks". No patients were involved and various medications were used.